Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had lines in the liquid crystal display (lcd) and that it was unreadable. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the lcd (liquid crystal display) has bleeding pixels. Analysis also found the encoder flex is out of mechanical specification. Wrong case screw (lcd display screw) found in place of a missing case screw. Lower case is broken, side bail covers and side bails are missing, battery contacts are compressed, keyboard is scratched, and ring cover is contaminated. Silicone is missing from the connector latches on the lcd display. It is noted damage and wrong parts used due to non medtronic person disassembling and reassembling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.